Event description:
It was reported that a patient underwent a vaginal dysplasia repair procedure on (B)(6) 2013 and suture was used. The patient began experiencing pain and irritation at the site from the suture. The patient reported that the suture was not absorbing and she had itching at the suture line. Two weeks post-operatively, the patient returned to the surgeon who clipped the sutures to elevate the irritation. The patient self medicated by applying a numbing gel to the area. Five weeks post-operatively, the patient removed the sutures. The patient still feels irritation in the area but has not returned to the doctor for follow up.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.